Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting waste sump b full error message on the unicel dxc 800 pro synchron clinical systems an noticed a leak in the hydro area. There is no indication that any personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
The leak was caused by the cracked grey colored hydro canister lids. The liquid waste consists of chemical and bio-hazardous material. A field service engineer (fse) replaced the canisters with blue lids.